Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a sudden drop of remaining longevity from the previously declared 1.5 years left to only 5 months remaining within 6 months time. It was observed that the patient had a constant high ventricular output. There were no significant changes on pacing percentage and impedance measurement reported. Boston scientific technical services (ts) suggested for an engineering analysis. However, per the additional information received, there was no engineering analysis done and no re-programming has been made as well. The patient was still scheduled for a follow up check on a later date. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicates that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.